Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump squirted out insulin during manual prime. Customer's blood glucose was 447 mg/dl. Customer treated manually. Troubleshooting was done. It was found in the alarm history that the insulin pump alarmed compromised force sensor system. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.